Event description:
It was reported that revision of a depuy left knee to a triathlon. While trying to attach the augment, the screw would not thread properly into femur - tried for approximately 7-10 minutes to try and get screw to thread properly before surgeon opened a new part and it worked fine. No surgical delay and revision was completed successfully. Sales rep will attempt to obtain op notes however hospital does not allow/release x-rays.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the augment with the locking screw (p/n:5540-a-000, lot mlewyd), included with the device in the package, was returned. The augment was unremarkable. The threads of the locking screws were visibly damaged, likely due to the surgeon attempting to use it for a duration of 10 minutes. Dimensional inspection: not performed as the device was returned damaged and therefore cannot be evaluated per specifications. Functional inspection: the locking screw is not functional due to the damage to the threads. The event could not be confirmed as the product was returned damaged. It was determined the device was damaged as a result of user misuse. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that revision of a depuy left knee to a triathlon. While trying to attach the augment, the screw would not thread properly into femur - tried for approximately 7-10minutes to try and get screw to thread properly before surgeon opened a new part and it worked fine. No surgical delay and revision was completed successfully. Sales rep will attempt to obtain op notes however hospital does not allow/release x-rays.

Manufacturer narrative:
The event could not be confirmed as the product was returned damaged. It was determined the device was damaged as a result of user misuse. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that revision of a depuy left knee to a triathlon. While trying to attach the augment, the screw would not thread properly into femur - tried for approximately 7-10minutes to try and get screw to thread properly before surgeon opened a new part and it worked fine. No surgical delay and revision was completed successfully. Sales rep will attempt to obtain op notes however hospital does not allow/release x-rays.